Manufacturer narrative:
Concomitant medical products: product ID: b i71000176r, serial/lot #: (B)(4)/rev 1. Product ID: bi71000195, serial/lot #: iec (B)(4)/rev 1. A manufacturer representative went to the site to test the equipment. It was reported that the power enclosure and power tray were replaced. The imaging system then passed the system checkout and was found to be fully functional. The power enclosure was returned to the manufacturer for analysis. There was an electrical failure with this component. The power tray was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the power enclosure powering on when system was de-energized. There was no patient involved when this issue was discovered.

Manufacturer narrative:
H3) the power tray was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. They verified the returned fuses in the power tray and they tested good. It was installed into a known functional test system. The system powered on, readied and functioned as expected multiple times. 2d and 3d images were taken and successful. No fault found while under test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.